Manufacturer narrative:
Date rec'd from MFR: 19jul2019. Despite multiple attempts, no patient information could be obtained. The manufacturer¿s international service technician could not duplicate the reported issue. The technician inspected the ventilator diagnostic logs and found an error code for check vent error 1111(oxygen device failed). The technician performed pressure accuracy test and the airflow accuracy test as a functional test and no issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit while in use had error code message of oxygen not available. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. Unit was switched out with another unit of the same model.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit while in use had error code message of oxygen not available. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. Unit was switched out with another unit of the same model.